Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was subsequently hospitalized with a blood glucose (bg) level of 590 mg/dl; cause was unknown and the customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Reportedly, the issue caused a minor heart attack. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2023 with the issue resolved and no permanent damage.